Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up in error. Additional information, including device details, has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. Device manufacturing records will be reviewed upon receipt os appropriate device details. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision of the right hip after approximately 6 years. Reason for revision unknown.

Event description:
Cormet revision of the right hip after approximately 6 years, the reason for revision is unknown.

Manufacturer narrative:
(B)(4) final report. Please note: this MDR was originally filed on 25 jan 2016 to an esubmissions test account. Additional information, including device details, were requested in order to progress with this investigation, however, not all were provided, therefore, there was limited information available for the investigation. The device manufacturing records were retrieved and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. At this time, it cannot be determined if these devices may have contributed to the patient's experience. Based on this, corin now considers this case closed, however, should any new information come to light this case can be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) final report. Additional information, including device details, were requested in order to progress with this investigation, however, not all were provided, therefore, there was limited information available for the investigation. The device manufacturing records were retrieved and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. At this time, it cannot be determined if these devices may have contributed to the patient's experience. Based on this, corin now considers this case closed, however, should any new information come to light this case can be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Cormet revision of the right hip after approximately 6 years, the reason for revision is unknown.